Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Additionally, this device recorded an alert for radio frequency (rf) telemetry being disabled. This device was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned.